Manufacturer narrative:
The customer was using non-beckman plate carriers at the time of the reported event, and there was damage to the plate carriers, which was determined to be the likely cause of the rotor mishap event. The use of non-beckman plate carriers is considered user error since the instrument instructions for use (IFU) specifies that only beckman coulter rotors and accessories are to be used in the centrifuge. The other instrument issues of the drive belt being out of position and damage to internal centrifuge components were determined to have likely resulted from the rotor mishap and/or the instrument reportedly falling over. The field service engineer (fse) determined the likely cause of the initial rotor mishap to be damaged non-beckman plate carriers, and a possible cause for the reported burning smell to be the drive belt being out of position. In an abundance of caution beckman coulter has reported the event. Internal bec identifier (B)(4).

Event description:
The customer reported that there was a rotor mishap and the j6-mi centrifuge instrument fell on its side. There was also a report of a burning smell. There was no injury, smoke, or fire reported as a result of this event.